Event description:
It was reported that the patient was unable to make adjustment with antenna attached. He had no stimulation sensation and was unable to turn on his implantable neurostimulator (ins). "It just stopped working about 2 weeks ago." It was clarified "it" meant he had not felt stimulation in 2 weeks. Last night prior to the report the ins was "half way down" and the patient was able to charge it back up and was able to get a reading where it was set at but couldn't turn it on or off. He could put it on his back and get a reading and recharge, but when he pressed the button to turn on the ins it did nothing. The ins took a charge and he could synchronize and read the settings but he just couldn't turn it on with the button. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752 lot# serial# (B)(4), product type: recharger. Product ID: 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with his device or therapy.